Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date of report: 09/06/2018. Date received by manufacturer: 05/01/2018. Additional information: (UDI); (method, results, conclusion codes); the customer reported that the alleged intermittent touch screen and the intermittent navigational (nav) ring failure found was caused by a damaged cable. Replacement of the cable corrected the intermittent failures. The parts were returned for evaluation. Visual inspection was performed and there were no signs of damage or contamination found. Exercising the touch screen and nav ring produced failures. The returned cable had a wire broken away from the connector. The repaired/reinstalled part delivered breaths and the touch screen did not produce any errors.